Manufacturer narrative:
The devices remains implanted in the patient, therefore product testing on the devices could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition a complaint history review was completed on this lot number, there were no complaints found to be related to the reportable event. A review of the device labeling was completed. Stent obstruction is identified in the labeling as known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. The omitted information was requested but was not provided. (B)(4). Refer to MDR #2032546-2018-00033 for the istent implanted in the patient's right (non-study) eye.

Event description:
It was reported through a clinical trial that a patient presented 24 months postoperatively with stent obstruction in the left (study) eye as well as stent obstruction in the right (non-study eye) eye. The event did not require intervention. This report pertains to the left (study) eye.